Event description:
It was reported that during an unspecified procedure, stent damage occurred. Details of the lesion are unknown. The 2.25x8 taxus atom monorail was inserted. When the physician pulled the stent out, the end of the stent flared up. The patient's status is listed as ok with no complications reported.

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited, due to anatomical procedural factors.